Manufacturer narrative:
Concomitant product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had a battery revision on his right side battery about a month prior to report. The reason for the revision was because the right battery was migrating closer to the surface of the skin and the doctor had to re-implant it deeper. There was no current swelling or redness at the ins site and the health care professional (hcp) had prescribed the patient a topical medication to put on the ins site to help with the healing process. The ins site had healed well. There were no bandages present.